Event description:
The customer reported that the sys locked up and would reboot on its own. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The rtos and sys interface board were installed during the svc call. The sys was tested and found to be working as intended and put back into svc.